Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(6) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform ((B)(4)) was displaying initialization error. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
The reported complaint of an error during platform initialization was reproduced during functional testing. Evaluation of the platform revealed a user advisory (ua) 45 (not at home position after power-on/restart) error message during initial power up, confirming the reported event. The ua 45 was able to be cleared by returning the driveshaft to home position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The autopulse platform is a reusable device and was manufactured in 06/27/2008. It has exceeded its expected service life of five years. As part of routine service during testing, the platform was examined and found damaged short and long black covers ( confirming customer reported complaint), bent battery latch lock, blood between user interface layers, split button rubber, and lcd missing pixels. Additionally, the lifeband switch was not working correctly, and one load cell was found to be defective. These observations are unrelated to the report of ua 45 error message. The archive data was reviewed and found no discrepancies. After the load cells, user control panel lcd, and damaged parts were replaced, the platform was serviced and further tested to full specification. The platform functioned as intended without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).